Event description:
The customer called the customer service agent to seek help with his contour next ez meter. During the troubleshooting, the customer ran three control tests and obtained readings of 119 mg/dl at 8:27 p.m., 129 mg/dl at 8:30 p.m. And 168 mg/dl at 8:32 p.m. With the meter. The meter did not automatically mark the reading of 168 mg/dl as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured in as the customer's weight was not provided.

Manufacturer narrative:
The customer did not return the device for evaluation. The contour next test strips and control solution associated with the event expired in jul-2022 and nov-2022 respectively, therefore, an in-house testing could not be performed. The device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.